Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead had exhibited a fracture. No patient symptoms were reported. The lead was capped and replaced during a device changeout procedure.